Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with the battery charger's power connector. The battery charger would not power on when it was plugged in to an outlet. The pt received a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon evaluation, the power supply unit was defective. The cause of the inability to charge the batteries is the defective power supply unit. The cause of the defective power unit is a damaged connector. The connector pins were not seated properly into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power unit connector. The pt received a replacement battery charger.